Manufacturer narrative:
B5: replace b5 statement.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus. Time and date were not corrected during initial troubleshooting session. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for these issues; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a correction bolus. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.